Event description:
On 12/2/2022, it was reported by a distributor via email that an ar-8926ss knotless tightrope syndesmosis repair suture broke off during the final tightening step. This was discovered during an ankle fracture procedure on (B)(6) 2022. Case was completed by using a new tightrope.

Manufacturer narrative:
Complaint not confirmed. Upon visual evaluation, it was observed that the #5 uhmwpe was cut, it usually happens when a sharp device is in a close range with the suture. No problem found.